Event description:
Right-sided breast tissue expander removed due to reported loss of volume. Exam of explanted device indicated small hole at the medial suture tab. Device replaced with identical style and size tissue expander.